Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed january 27, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed april 6th, 2015.